Event description:
It was reported that the patient experienced a needle mechanism failure at pod activation. The patient was given able to activate using the personal diabetes manager (pdm) and when the pod was inspected the cannula was visible and appeared bent, but the pink slide did not move forward, indicating a needle mechanism occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.